Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device¿s display board was physically damaged. The device's display board was replaced to address the issue. In addition of the above evaluation, the device¿s software was uploaded.